Event description:
It was reported that lead exhibited high, out of range, pacing lead impedance and high capture threshold. Lead was explanted and replaced. Patient was ok after the event.

Manufacturer narrative:
(B)(4).